Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to use the system, to consider the potential benefits in relation to the possible complications. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. In this vamp jr. System, there is a stopcock that allows the clinician to quickly shut off the line before the point of the leak thereby minimizing the potential for patient injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported there was saline leakage noted at the syringe and soft tubing connection point next to the stopcock on a vamp jr. Product. No patient complications were reported. No other specific details could be provided, as the event occurred some time ago and the report was obtained during discussion of another event. Actual occurrence date is unknown. Inquired of patient demographics. Unable to be obtained.